Manufacturer narrative:
No devices or photos were received as these were retained by the hospital; therefore the condition of the components is unknown. Device history records for lot codes associated with the proximal body and stem were reviewed. No deviations or anomalies in the manufacturing process were noted. The stem and body are an approved and compatible combination; however the compatibility with the remaining components of the construct could not be confirmed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggest that this revision surgery may be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011. A field action was conducted on 10/24/2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A new CAPA was issued in july 2011 to further investigate the cause of stem fractures. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. This device was implanted post the corrective action. It could not be verified if adequate proximal support was ensured. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient was revised due to the implant breaking at the junction of the neck and stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.